Event description:
A customer contacted beckman coulter (bec) and reported that several drops of liquid had dripped from the manual probe following the probe wash cycle on the coulter hmx hematology analyzer with autoloader. The leak was not contained. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site on (B)(6) 2013. The fse inspected the instrument and confirmed a diluent and cleaner leak from the rear side of the pinch valve (pv42) at the tubing on the lower feed thru fitting and found pinch valve (pv35) to be tubed incorrectly. The fse removed and cleaned all pilot actuators and pinch valves on middle panel that were coated in dried diluent and cleaner salts. The fse trimmed the end of the leaking tubing on the rear of pv42 and reconnected it. The fse indicated that the pv35 had been tubed with small diameter tubing by a different fse on a previous onsite visit causing vacuum restriction. At this time, the fse installed tubing with a larger diameter. The two procedures performed by the fse resolved the probe drip. Service activity performed was verified to meet established procedures, and results meet published performance specifications. System validation was documented in customer qc record. The cause of the event was related to the leak at the pv42 and restricted tubing through the pv35. (B)(4).